Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 87470, were returned and analyzed. The data files showed 12 applications were performed with the returned balloon catheter. System notice (B)(4) ¿the refrigerant delivery path is obstructed¿ was confirmed and system notice (B)(4) ¿the safety system has detected a compromised outer vacuum¿ was seen on two applications. Additionally, 8 more applications were performed with a different balloon catheter. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Dissection showed that guide wire lumen kinked on 1.3520 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was inflated outside of the patients body and the shaft was bent. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.